Event description:
Generator analysis was performed. Proper functionality of the pulse generator in its ability to provide appropriate programmed output currents was verified. The device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The generator battery measured 2.680 volts and found to be at an ifi=yes condition. Diagaccumconsumed memory locations revealed that 101.967% of the battery had been consumed.

Event description:
After further review, the low output current can be assessed as an expected event based on the design of the system. The interrogation event likely occurred after the lead pin had been removed (livanova representative noted the interrogation was late on in the surgery case). 24 hour diagnostics check had been performed at approximately 12:10 a.m. On 6/21/21 and no system diagnostics were performed. As the device was not programmed off (verified by the as-received data dump in product analysis) stimulation would continue and the diagpeakcurrent would update with each attempted burst delivery. In the absence of a connected lead the generator would detect that therapy was not being delivered at the intended levels and record a value of 0 for diagpeakcurrent, leading to the low output current message.

Event description:
During a generator replacement, the patient's generator was observed to have low output current being displayed. The generator was replaced and returned for analysis. Programming data was sent for review. The explanted generator was received and product analysis is underway. No additional relevant information has been received to date.